Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Reported event of working length detached. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a rotatable medium oval snare was used in the colon during a colonoscopy procedure performed on february 19, 2014. According to the complainant, during the procedure, before the device was placed into the endoscope, the plastic sheath broke near the handle. Reportedly, the sheath completely broke into two, however, there were no fragments of the device. The procedure was completed with another rotatable medium oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Investigation results: visual evaluation of the returned device found the flare detached. Additionally, the catheter and wire were kinked. The complaint that the plastic sheath broke near the handle was confirmed; the device was returned with a detached flare. Manipulation of the device during the procedure likely produced the kinks found in the working length, which would create resistance during subsequent attempts to actuate the device. Actuation against this resistance can ultimately cause the flare to detach. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a rotatable medium oval snare was used in the colon during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, before the device was placed into the endoscope, the plastic sheath broke near the handle. Reportedly, the sheath completely broke into two, however, there were no fragments of the device. The procedure was completed with another rotatable medium oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.